Event description:
A customer reported a malfunction with their insulin pump, identified by the error code 16-0x20e6. There was no information provided about the customer's blood glucose levels, and therefore, no details on any impact. Technical support acknowledged the malfunction and attempted to reset the pump without success, indicating that they were unable to access the pump. The customer was advised to return the device, and a replacement pump was arranged.